Manufacturer narrative:
A ge rep evaluated the system and remounted the dual monitors onto the support arm. The system operates as intended.

Event description:
The customer reported the dual monitors broke off of the support arm and fell. The monitor was held up by the cables going to the monitor. No pt injury was reported.